Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that during patient ventilation a vela ventilator "xdcr fault" (transducer fault) alarm appeared and the patient was unable to breath. Alternative ventilation was provided for the patient and there is no allegation of patient harm.

Manufacturer narrative:
The suspect faulty main printed circuit board assembly (pcba) was returned to the carefusion failure analysis laboratory. The component was tested and upon initial startup, ¿xdcr fault¿ (transducer fault) occurred. Upon further investigation, it was determined the hoses connecting the solenoids to the transducers were missing. Once replaced, the main pcba operated within specification and the reported problem of ¿xdcr fault¿ did not occur.